Event description:
Customer reported screen responsiveness poor. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no actions were taken by technical support at this time.